Manufacturer narrative:
Date of event: estimated date of event. Relevant tests: estimated date. Implant date: estimated date. The additional xience proa stents referenced are filed under separate medwatch report numbers. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. The reported patient effect(s) of thrombosis is listed in the xience pro a everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 3.0x38 mm xience proa stent, a 2.25x8 mm xience proa stent and a 2.75x15 mm xience proa stent were implanted overlapping each other. Stent thrombosis was observed during the procedure. Heparin and aggrastat were administered and the stents were post-dilated with an unspecified balloon as treatment. Reportedly, the user sees the cause of the thrombosis in a changed heparin management in the clinic. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Subsequent to the previously filed report, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention was unrelated to the implanted stents. No investigation required.b1: adverse event removed. B2: required intervention removed. H1: serious injury not applicable. H6: codes 2100 removed.

Event description:
Subsequent to the initial filed reports, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention was unrelated to the implanted stents. No additional information was provided.